Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4) the following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) bost3210, (t3® non-platform switched tapered implant 3.25 x 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its external threads. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 2023031057. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023031057 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : perforated sinus¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error and patient factors. Summary investigation for bone loss. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). H6: event problem codes: patient code: 1994, 1932.

Event description:
Doctor reported loss of integration, perforated sinus and bone loss with edema and inflammation at tooth site 22. Patient referred pain. While taking measures for crown loading and during the opg check up, doctor noticed that there was a significant bone loss and the maxilar sinus was perforated. Implant was then removed without any additional treatment. Doctor is planning to perform bone regeneration with membran and reimplantation.